Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm ) was dispatched to investigate. The stm evaluated the iabp unit and found the scroll motor would not turn on. Upon review of the iabp log files, the stm observed error codes #2, #53, and #55. The stm replaced the executive processor board, the motor control board and scroll compressor then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up of the cardiosave intra-aortic balloon pump (iabp), a "power-up test fails #3" message was generated. There was no patient involvement and no adverse event was reported.